Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) experienced severe back pain. Patient went to a chiropractor and thought the spinal manipulation broke the casing of the device as there was a ridge noted on one side of the device that can be felt through the skin. An attempt to obtain additional information was unsuccessful. This device remained implanted. No adverse patient effects were reported.